Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of the device image revealed that the device went into backup mode due to an event queue overflow. The cause of the event queue overflow was determined to be an anomaly in the rf module. The device was restored by reloading product code. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented in backup vvi mode. The device was explanted and replaced in a procedure on (B)(6) 2023. Post-procedure there were no patient consequences.